Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had damaged retainer ring. The customer¿s blood glucose level was unknown. The customer reported that the reservoir not able to lock in place when inserted into insulin pump. The device will be returned for analysis.